Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the scissor did not cauterize. The surgeon used a replacement to finish the procedure. No pt complications were reported by the hosp.